Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump had multiple occlusion alarms. The customer denied to troubleshoot as they had similar issue in the past and was not resolved. The customer's blood glucose at the time of call was 22.0 mmol/l. No product is expected to return for analysis.